Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored due to the high out-of-range measurements atrial pace impedance and ra-ring to can. All other impedance measurements were within normal limits, which suggests the ra ring was compromised. Post-lss, numerous false atrial tachy response (atr) episodes were stored due to unipolar noise with oversensing without pacing inhibition, seemed indicative of lead fracture. It was difficult to confirm whether there was ra capture. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored due to the high out-of-range measurements atrial pace impedance and ra-ring to can. All other impedance measurements were within normal limits, which suggests the ra ring was compromised. Post-lss, numerous false atrial tachy response (atr) episodes were stored due to unipolar noise with oversensing without pacing inhibition, seemed indicative of lead fracture. It was difficult to confirm whether there was ra capture. This ra lead remains in service. No adverse patient effects were reported. Additional information received approximately one year later reported that this ra lead continued to out-of-range pace impedance measurements greater than 2,000 ohms and suspected non-capture. Stored atr episodes appeared appropriate, however some undersensing was noted. Technical services (ts) recommended further lead evaluation with isometrics in bipolar and unipolar. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.